Event description:
The reporter contacted animas on (B)(6) 2012 stating that the up arrow and down arrow keypad buttons were intermittently unresponsive and required hard presses to elicit a response. The reporter denied any damage to the keypad or any evidence of moisture in the pump. The patient reportedly wore the pump in a pocket and cleaned the pump with alcohol. There is no adverse event with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2012 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be fully intact; no damage was observed. The keypad was found to be worn which has no effect on insulin delivery. During testing, the down arrow, ok and contrast keypad buttons were found to be intermittently unresponsive; the up arrow button responded appropriately. During investigation, there was evidence of contamination found under all key contacts and the ok button contact was inverted.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.